Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/02/2025, the user reported that the ilet device screen was cracked and no longer usable. The user reverted to backup therapy to manage blood glucose levels, which were at 289 mg/dl at the time of the report. The ilet did not generate any alerts related to blood glucose. No symptoms, external assistance, or medical intervention occurred. The issue was resolved by sending a replacement device to the patient.